Manufacturer narrative:
Conclusion: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power" event was confirmed via review of the controller log files, which revealed an increase in power consumption starting (B)(6) 2017 to parameters above the normal operating range. 37 high watt alarms have been logged since (B)(6) 2017. It was reported that the event was resolved after patient was treated with tissue plasminogen activator (tpa). There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called the implant center after experiencing hematuria. The ventricular assist device (vad) exhibited a rise in power. The patient was hospitalized in the intensive care unit (ICU) and treated with tissue plasminogen activator (tpa) for a suspected pump thrombus. The patient remains stable and has been transferred out of ICU. The issue is resolved and the vad remains in use. No further adverse patient effects have been reported as a result of this event.